Event description:
It was reported that pump experienced malfunction after being left plugged into charger for extended period, and caller noted malfunction code on display. There was no reported impact to the customer¿s blood glucose level. Technical support guided caller through resetting pump, confirmed malfunction did not recur, advised that pump could continue to be used, and instructed caller to call back if any further malfunction occurred, which caller acknowledged and understood.